Event description:
Caller states this pod made a loud crunching/crinkling sound when she filled with insulin. Caller states her blood glucose (bg) readings went from 115mg/dl to 220mg/dl in a few hours. She did several correction boluses and bg went to 250mg/dl. She has kept this pod on but has been doing correction boluses by injection every 2-3 hours. Caller states this has happened with her last three pods and she just keeps bolusing by injection. Pods were discarded.

Manufacturer narrative:
The product was not returned, so no evaluation is possible. The customer noticed a "crunching" sound during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any cracking noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.